Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a bubble, half a millimeter in size inferior to the pupillary axis, during laser assisted lasik flap creation on a patient¿s left eye. The doctor used a blade to cut the adhesion. The patient reported blurry vision, in the left eye, which the reporter noted having explained to the patient was due to hydration of flap in the left eye compared to right eye which is visible post operation. No scarring nor epithelial defects were noted prior to surgery. Reporter informed that a bubble formed in the interface while cutting and left a half a millimeter adhesion, that was cut flush with the stromal bed freeing the flap. A half a millimeter stromal scar from adhesion was apparent at the end of the surgery. Reporter added that the inferior visual axis may or may not clear with time, and informed the patient that if there was any visual distortion, a flap lift and scar removal, on posterior aspect of flap, will be considered.